Manufacturer narrative:
This specific evolution device is currently not registered for sale in the us. However, this device is considered 'similar' to other metal biliary stents/sets (evolution) devices currently marketed in the us therefore MDR reporting criteria applicable to this event. PMA/510(k)# of similar device: k121430. It was advised that the device involved in this complaint was available to be returned for evaluation but to-date the device has not been received at cook (B)(4). The device has not been received; therefore the cause of this complaint could not be conclusively determined. With the information provided a document based investigation was carried out. If the device is received at a later date, the complaint file will be updated to include details of the complaint investigation. The customer complaint was confirmed based on customer testimony. Prior to distribution, all evo-fc-10-11-6-b devices are subject to visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for the evo-fc-10-11-6-b device of lot number c1124185 revealed no discrepancies that could have contributed to this complaint issue. Instructions for use advises the user of the following: ¿if package is opened or damaged when received, do not use. Visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would inhibit proper working condition, do not use." From the information provided there were no adverse effects to the patient. Complaints of this nature will continue to be monitored for emerging trends.

Event description:
The evolution biliary stent failed to release from the deployment system. The stent was removed and replaced with a different stent. The user confirmed the stent was partially exposed when removing from the patient.